Manufacturer narrative:
The product was not returned for analysis. A photo was provided of the lens in the eye. A narrow linear mark or material is observed. No other determination can be made from the photo. Associated products were not provided. It is unknown if qualified products are being used. The product investigation could not identify a root cause for the reported complaint. The lens was not returned for evaluation. A root cause determination cannot be made without physical examination of the product. A photo was provided of the lens in the eye. A narrow linear mark or material is observed. No other determination can be made from the photo. Not enough information was provided from the reporter for further investigation. Associated products were not provided. It is unknown if qualified products are being used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an incident of a scratched intraocular lens (iol) appearing as a "squiggly shaving or line" on the optic after implantation during surgery. The iol was removed and replaced with another iol. It was reported he has had 10 other incidents with a scratch on the optic or mid periphery. No additional details were given. The iol was not saved, but a photo is available. Additional information has been requested.